Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Healthcare professional later reported change of form/texture and siliconomes. Device has been explanted.

Event description:
Healthcare professional reported "pain", "spontaneous rupture", "change of form/texture", "siliconomes" and "presence of some silicone adenopathies at the level of the axillary cavity" confirmed via ultrasound. This record is for the right side. The device has been explanted. The device was returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported "rupture" and "presence of some silicone adenopathies at the level of the axillary cavity" confirmed via ultrasound. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported "rupture" and "presence of some silicone adenopathies at the level of the axillary cavity" confirmed via ultrasound. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h4.